Manufacturer narrative:
Zimmerbiomet complaint number null. The reported healing collar was returned for investigation. However, associated implant was reported but not returned as it remains implanted in the patient's mouth. The procedure was finished with another healing collar. Since another healing collar was used and seated in the implant, the implant will not be investigated further. Visual inspection of the as returned healing collar identified damaged threads and signs of wear. Functional testing could not be performed since the healing collar had damaged threads and the implant was not returned. X-ray or picture images were not provided and no other information was provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that a healing collar could not seat on an implant and another healing collar had to be used. The healing collar was returned but the implant remains implanted in the patient's mouth. The reported complaint was confirmed as the healing collar has damaged threads. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI; h3: device evaluated by manufacturer; h4: device manufacture date; h6: evaluation codes; h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Last name and email address unknown / not provided.

Event description:
It was reported that the healing collar did not seat on the implant. Another collar was used to complete the procedure.